Manufacturer narrative:
Clarification to e1 country and g2 report source: patient resides in the USA. The event was diagnosed and the patient's initial implant surgery occurred in the USA. Their explanting physician and explant surgery will be in the dominican republic. Correction to h6 adverse event problem of the initial medwatch: the previous medwatch reported e2317 granuloma for the event "a silicone replaced lymph node in the left axilla". It has been determined by abbvie medical safety that this event will instead by captured by e0308 lymphadenopathy and a010402 silicone migration. The event of granuloma cannot be confirmed until a biopsy is performed. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, "silicone replaced lymph node in the left axilla".

Event description:
Patient reported left side "rupture" and "silicone is all the way under my armpit". Healthcare professional later reported "intracapsular and extracapsular rupture of the left implant", "silicone replaced lymph node in the left axilla", and "mild suggestion of silicone within lymph nodes in axillary regions". Patient also reported the following events, which are not device-related: "pain at [their] bones, no energy and everything hurting" and "being confused". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported a possible left side exchange with no complaint against the device. Patient later reported "received results from imaging and also has a left side rupture and the silicone is all the way under my armpit". Healthcare professional later reported via MRI "intracapsular and extracapsular rupture of the left implant. There is a silicone replaced lymph node in the left axilla. Mild suggestion of silicone with lymph nodes in axillary regions and patient reports breast pain". Patient later also reported "been experiencing pain at bones, no energy and everything hurting. The silicone has gone to lymphatic system. Patient reports being confused". "Pain at bones, no energy and everything hurting, patient being confused" is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pin: unable to observe as it is a medical event that is not related to the device. ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ lethargy: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration and granuloma are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration and granuloma.

Event description:
Patient reported, a possible left side exchange with no complaint against the device. Patient later reported, "received results from imaging. And also, has a left side rupture. And the silicone is all the way under my armpit". Healthcare professional, later reported, via MRI "intracapsular and extracapsular rupture of the left implant. There is a silicone replaced lymph node in the left axilla. Mild suggestion of silicone with lymph nodes in axillary regions. And patient reports breast pain". Device remains implanted.